Event description:
The physician was placing an ivc tulip (older system) filter through femorally. When he went to unscrew the red to release the filter, it did not release the filter. He said it didn't open up the struts nor did he feel the spring work. He then pulled back the sheath to take out of the patient and once the sheath was out, he fluoroed and found that it seemed to have gotten caught up in the sheath and was placed in the iliac vein branch. The physician retrieved the filter the next day and patient was fine. He then deployed another tulip navalign through the jugular in the ivc. There were no patient complications, although, the patient had to undergo a secondary procedure to remove the incorrectly placed device as well as place a device correctly.

Manufacturer narrative:
(B) (4). Not specifically addressed in the IFU. (B) (4). Instructions for deployment is stated in the IFU. The device is shipped with an instructions for use (IFU) that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU states that, "manipulation of products requires fluoroscopic control." One filter introducer with sheath and dilator, but without tulip filter and tuohy-borst side-arm adapter were returned to assist in the investigation. A visual inspection of the introducer system and the sheath did not reveal any problems. The function of the introducer system was tested, the pin-vise moved freely on the cannula, and the spring effect was working as intended. A different tulip filter was loaded on the introducer and released without any difficulties. There is nothing to indicate that there is anything wrong with the system. The function of the pin-vise is tested 100% in our quality control specification. In the "instructions for use" it states: "keep the filter introducer in position by holding the proximal pin vise. Check the proximal marker on the filter introducer and the radiopaque band to ensure that the metal mount point is completely free of the sheath before filter release." Also the IFU states that, "manipulation of products requires fluoroscopic control." It is possible that premature deployment inside the sheath or before the metal mount point is completely free of the sheath, is what caused this incident. Root cause is believed to be user technique. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.